Manufacturer narrative:
In the case description, the user mentioned having low bgs while using the system and receiving a 3.7 u bolus uncommanded. Inspection of the android log files showed no evidence of an overdelivery of insulin. The phb audit data showed that the pods used were constantly connected to a cgm and the egvs were factored into insulin delivery suggestions. The phb data showed that no urgent low readings were received on or around the date of occurrence and no urgent low notifications were generated. The agc algorithm was found to function as intended, stopping suggestion of basal insulin while egvs were below 60 mg/dl and only suggesting insulin while egvs were below target when a sharp increase in egvs was predicted. The system would detect decreases in bgs and appropriately lower and stop basal insulin suggestion. The agc algorithm was able to appropriately adapt insulin delivery based on egvs and user inputs. Inspection of the android log files did not find a bolus of 3.7u delivered on (B)(6) 2024. The logs showed a 3.7u bolus delivered on (B)(6) 2024 at 22:25. The logs showed evidence of interaction with the controller in order to program this 3.7 u bolus. The logs show that the bolus button was pressed to open the bolus calculator. The carb amount was entered one digit at a time, going from 0 to 4 to 40 with a calculation for each amount as expected. The use cgm button was pressed to load a cgm value of 178 into the bolus calculator. The next button was pressed to transfer to the confirm bolus screen and then the confirm button was pressed to start bolus delivery. The log show the bolus calculator initially suggest 4.7u based on the 40g of carbs, which was then modified by the smartbolus calculator feature down to 3.7u based on the user's egv trend. The bolus record showed that the 3.7 u bolus was the confirmed amount and this amount was not adjusted by the user. Inspection of the logs found no evidence of an uncommanded bolus. During the investigation, the controller was paired with an unused pod, which paired with a cgm emulator, and was able to deliver a 5u bolus, receive cgm values, switch modes, and deactivate the pod with no issues. No uncommanded boluses were delivered during the investigation. No issues were observed with the returned controller that would contribute to an uncommanded bolus or overdelivery of insulin.

Event description:
It was reported that the patient had been seen by ems (emergency medical service) with hypoglycemia. The patient's blood glucose levels reached less than 70 mg/dl. The patient's wife reported that the controller gave a bolus which caused them to seek medical attention. The controller gave a 3.7 units uncommanded bolus. Symptoms reported include being unresponsive and foaming from the mouth. The patient was treated with IV (intravenous) and administered dextrose 50 mg. The patient was released the same day.